Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he got a no delivery alarm on a replacement pump and he has done a complete set change. Customer reported that the event was resolved by a complete set change. It was explained that there may be a possible site related issue or a site/set occlusion. Customer stated that the infusion set did not work through the night and it elevated his blood glucose levels. Customer was advised to monitor his blood glucose and the pump.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.